Event description:
A 57 yr old white g2p2 female status post subglandular inframammary placement of 200cc heyer schulte gels for augmentation on 2-13-76. Implants bilaterally decreased. No history of trauma. Lt encapsulated early. She had bilateral closed capsulotomies within 6 wks of biopsy. Complained of bilateral pain left greater than rt recently, arthralgias, myalgias, paresthesias, fatigue, sweats, headaches, neurocognitive problems, sicca, hair loss, rashes, raynaud's, and gastrointestinal/genitourinary problems etc..pt otherwise healthy.